Event description:
It was reported that the pt is experiencing severe pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient was revised due to loosening.

Manufacturer narrative:
Review of the device history records for the tibial component did not identify any deviations or anomalies. This device is used for treatment. A product history search identified one other complaint related to loosening for the part and lot combination of the tibial component. Primary operative notes indicate excellent range of motion and stability with no intraoperative complications noted. Operative notes from the revision surgery indicate that the underside of the tibial component had around 50% coverage of fibrous ingrowth. One of the pegs was also noted to be moderately loose. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
This product is used for treatment. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional info however, no further info has been received to date. A definitive root cause cannot be determined with the info provided.